Event description:
It was reported that the patient presented for initial implant procedure. Upon interrogation post procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited loss of capture. Diagnostic imaging was performed and noted ralp had dislodged and located in the left iliac vein. The ralp was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
Correction: h11 - provide narrative data in 2017865-2024-68205 submitted on 18 nov 2024 should have been "the reported event of failure to capture not confirmed. The device above elective replacement indicator (eri) was returned for analysis. Specification measurement, visual inspection, output verification, and longevity assessment were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities." Instead.

Manufacturer narrative:
The reported event of failure to capture not confirmed. The device above elective replacement indicator (eri) was returned for analysis. Specification measurement, visual inspection, output verification, and longevity assessment were normal with no anomalies found.